Manufacturer narrative:
Event date was approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins didn¿t seem like it was working as well for their symptoms. The patient usually couldn¿t make it to the bathroom during the night. The patient felt stimulation in their left vagina and lower back, and they preferred stimulation in the lower back because it worked really well there. The patient noted the healthcare provider stated that might change. The patient tried increasing and tried every program, and on the other programs they felt stimulation in their foot. The patient was redirected to their healthcare provider to check the implant and settings and possibly reprogram with a representative. The patient stated they noticed this issue all of a sudden about 3 weeks ago. No further complications were reported.